Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 35 mg/dl on the day prior to the call. The most recent blood glucose reading was 59 mg/dl, which was treated with juice. The customer's mother stated that the customer had been experiencing low blood glucose for 24 hours. Upon troubleshooting, it was reported that the insulin pump passed the displacement test. Advised the customer to speak with his doctor regarding low blood glucose levels. Nothing further reported.